Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
"Per telephone report- dr. (B)(6) called in to report non-conformity on the kc-arch-30. She stated in her report that the advencula malfunction and came apart during a procedure." (B)(4).

Manufacturer narrative:
Reference: e-complaint-(B)(4). *investigation x-initiated manufacturer's investigation x-review DHR x-inspect returned samples. *analysis and findings DHR review of wo# 257333 for pn kc-arch-30 shows 80 boxes were made in sep 2018 at csi stafford facility and there were no non-conformances. The complaint unit arrived via RMA 296785 and was inspected. Upon inspection, the cup was confirmed to have detached from the white sleeve body. During initial investigation of the unit, it was noticed that the white clasp on the occluder tube was still engaged/closed as to prevent the occluder from leaking after it has been inflated IFU (archkohadv-dfu) indicates that the colpo-pneumo occluder balloon needs to be deflated prior to the removal of the device, which would require the clasp to be disengaged. If the balloon is not deflated, device may be difficult to remove from patient, causing undue forces that may have led to the cup detachment. In addition to the kc-arch-30, the corresponding lavender rumi tip which is used with the kc-arch was returned, and it is noted that the clear single lumen tube was detached from the white hub of the rumi tip. The white tube was still attached it is unknown how the product was used, however, from the returned product, it appears that the device may have experienced undue forces. A 2 year complaint history review for the product was performed and did not see other complaints with the same condition where the cup came off. From the investigation of the returned product, there is a possibility that the complaint condition may have been due to a usage error, and not a manufacturing issue. *correction and/or corrective action complaint condition not determined to be a manufacturing issue. Per bsr-qar-026, this complaint will be monitored for trending. Complaint will be monitored to determine if there is any trend for this complaint condition. *was the complaint confirmed? Yes. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
" Per telephone report- dr. Robin conway called in to report non-conformity on the kc-arch-30-she stated in her report that the advencula malfunction and came apart during a procedure." Ref: (B)(4).